Manufacturer narrative:
The insulin pump was received with critical pump error and pump error 35 confirmed history file due to moisture damage to force sensor. Unable to perform self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test or test insulin flow blocked alarm due to critical pump error. The device was received with corroded electronic assemblies and corroded motor home switch. The device was received with cracked battery tube threads, minor scratches on case, cracked case corner of the belt clip rails near the battery compartment, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed critical pump error. Customer's blood glucose was unknown at the time of the incident. It was reported that the customer had the insulin pump under their shirt when the shirt was wet prior to the event. It was also reported that the insulin pump had insulin flow blocked alarm displayed on the screen prior to the critical pump error. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.